Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, moisture was observed beneath the display. The reported blood glucose reading was 55 mg/dl. Nothing further was reported.